Event description:
It was reported that the patient experienced excellent therapeutic response initially. Recently, the patient experienced a significant withdrawal episode. There were no pump alarms or motor stalls. There were no volume discrepancies. Pump and catheter troubleshooting was undertaken; catheter "flow studies" were fine. An indium study was performed and "no indium left the pump". The catheter was revised on (B)(6) 2010. During revision surgery, it was discovered that sludge accumulated and blocked the pump connector. There was also fibrous tissue/scar tissue formation around the pump/catheter connection. The hcp revised the pocket site, cleaned out the sc catheter, verified csf (cerebrospinal fluid) backflow, and re-attached the original connector. The patient did well for approximately one week following revision. The patient subsequently experienced 2 more episodes of withdrawal; one episode was "significant." A dye study was repeated and excellent csf flow was observed. The patient received a 100 mcg bolus through the cap and positive response was observed. Considerations are being made for possible pump and catheter replacement. The pump delivered lioresal concentration 2000 mcg/ml. The patient was reported to be in stable condition. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).